Manufacturer narrative:
One drill, flexible, endoscpc, cann, 4.5mm device was returned for evaluation of the reported complaint mode, "broke during surgery." Only the proximal portion of the drill was received from the 60mm depth mark onward. The drill was broken in two places, where the spiral transitions to the larger pitch on the proximal end of the drill. The coils of the device were visibly deformed. The wall thicknesses of the damaged coils were measured to be .021¿ and .035¿ respectively. Due to the condition of the returned device no additional dimensional evaluation is possible. The breakage may be due to the drill being run in reverse. The exact root cause could not be determined without the other portion of the drill. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
Drill broke during surgery; used a straight reamer instead. Additional information received on (B)(6) 2014 indicates that this was the first time this device was used.; no damage was noted. The reamer broke toward the lower half of the flexible portion, while drilling the femoral tunnel. Nothing was believed to have fallen into the patient; if anything did, it was removed without incident. The patient was believed to be in their mid-40s. The procedure was able to be completed with a competitive device, and there were no patient complications.